Manufacturer narrative:
(B)(4). The device has been received by baxter. The initial evaluation confirmed the reported condition but the evaluation has not yet been completed. Visual inspection identified a hole in the tubing. Functional leak testing found the reported leak. Upon completion of baxter's investigation, a follow-up report will be submitted.

Event description:
It was reported that a uv-flash transfer set was leaking. This occurred during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.